Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven months twenty days of post deployment, patient was presented for filter removal procedure. The scout view demonstrated a change in configuration of the inferior vena cava filter from the post placement appearance. The filter appears to be tilted. Through the right internal jugular vein approach, an inferior vena cavogram was performed. This demonstrated one leg of the filter to be extravascular in location related to tilt and the apex or tip of the filter which was the point of engagement with the retrieval system appeared to be embedded in the right wall of the cava. Attempted to manipulate a superstiff glidewire along the right aspect of the filter and attempted to retrieve the filter in this fashion. The filter remained attached to the endothelium and unable to remove it. Subsequently then attempted to straighten the filter with rosenwire which was unsuccessful. The tip of the filter remained attached to the wall and appeared to be extravascular in nature. At that point, advanced over a stiff glidewire along the right aspect of the filter and deployed the cone several times. Able to engage the filter but the filter remained attached to the wall. Patient had discomfort and unable to remove the filter. Additional pulling of the filter would be a very high risk for caval perforation or laceration and possibly life-threatening bleeding. The filter was left in place permanently. The final venogram demonstrates the filter was unchanged in its position and no evidence of laceration. The filter remains attached to the wall in extravascular location partially. Around, one month and nineteen days later, patient presented with the complaints of abdominal pain and tenderness in the right lower quadrant. One the next day, a computed tomography of abdomen and pelvis was performed which showed presence of inferior vena cava filter. Therefore, the investigation is confirmed for the perforation of the inferior vena cava, filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter was tilted and struts perforated in to organs. The device has not been removed after an attempt but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.